Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint defective I&a "wire at tip of the I&a was broken". The instrument was not found to have any loose, frayed or broken grip cables. The instrument was unable to be installed on the in-house system due to the fact that the instruments main tube was broken at the distal end. Additional observation(s) not reported by site was that the instrument was found to have the main tube broken. A piece measuring proximately 0.108¿ x 0.109¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to user mishandling/misuse. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps (part # 470205-17 /lot# k11210816 0234) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022, on system sk3159. The instrument had 6 uses remaining after last use. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps was found to have the wire at the tip broken and the instrument did not move even though there was no excessive movement or external shock applied to the instrument. There was a delay in surgery and longer anesthesia. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The issue occurred while dissecting. The color of the broken/loose cable was unknown. The instrument did not collide with any other instrument or tool during the procedure. The instrument jaws were not grasped on tissue/stuck in a closed position. There was no patient injury/harm. The customer confirmed that no fragment fell inside of the patient. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.